Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used reservoir. Performed leak test and reservoir passed per specifications. No leakage anomaly observed during analysis. Checked o-rings and stopper groove for defects and none were found. Reservoir connected and locked into place properly. The reservoir does not leak.

Event description:
It was reported by the customer that his insulin pump had alarmed no delivery when he was attempting to prime and that he noticed there was insulin in the reservoir compartment. Customer stated the alarm was cleared with a complete set change of the reservoir and infusion set. Customer was unable to troubleshoot at time of call but will be returning reservoir for analysis. Blood glucose level was 116 mg/dl at time of reporting. Nothing further reported.